Event description:
The st. Jude medical representative phoned to report increasing capture thresholds. The lead was implanted 2001 and the capture threshold had risen from 1.0v to 5.0v. Additionally, the r-wave amplitude had decreased over time. The physician performed invasive testing and found to be a lead anomaly.